Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information and the complaint device for evaluation from the hospital. We will provide a follow-up report upon completion of our investigation. (Note an incomplete lot number was provided, we are in the process of getting further information regarding this also).

Event description:
The FDA reported on behalf of a (B)(6) in the us that "extreme moisture" was observed in the rt265 infant dual heated evaqua2 breathing circuit "as well as within the filter on both the patient and the ventilator side". A drager v500 ventilator was also reportedly in use at the time of the incident. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4). Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. A lot check could not be conducted as the lot number provided was incomplete. In response to whether there were any cooling sources or draughts close to equipment set up, the hospital reported that some rooms have ceiling vents above the ventilator's location. The hospital also reported that, at times, ventilators can be in close proximity to a window. Furthermore, the hospital stated that ventilators not exposed to these circumstances also experience excess condensation. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. Condensate in the humidification system, although not preferred is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check breathing circuits for condensation every 6 hours and drain if required." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Since the reported incident, a fph representative has been in contact with the customer to ensure the rt265 was set up correctly.

Event description:
The FDA reported on behalf of a children's hospital in the us that "extreme moisture" was observed in the rt265 infant dual heated evaqua2 breathing circuit "as well as within the filter on both the patient and the ventilator side". A drager v500 ventilator was also reportedly in use at the time of the incident. No patient consequence was reported.